Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer experienced blood glucose (bg) levels ranging between 269mg/dl- 500's mg/dl and large ketones considered to be dangerous. Supply changes were performed, correction boluses were delivered and water was consumed to address bg level and ketones. The customer declined troubleshooting with tandem technical support as the customer had performed their own troubleshooting verifying the occlusion alarms. Reportedly, the customer reverted to an alternate pump for insulin therapy.